Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have caused the reported condition, however observed that the device had a white screen at power up. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported white screen which was observed at power up. Evaluation determined the cause to be a failed processor printed circuit board which was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen in the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.